Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of received one powered handle and one adapter, both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the handle noted no abnormalities. During functional evaluation, a pmv test adapter and reload were both recognized by the subject handle. The pmv test reload was successfully fired over test media. Visual inspection of the adapter noted no abnormalities. During functional evaluation, the subject adapter recognized the pmv test reload. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file will be closed as tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a sleeve gastrectomy, the surgeon said they clamped down on tissue. They opened up the jaws of the reload to reposition and it started articulating right and left on its own. No patient injury. Current patient status: fine. To correct the condition they took the reload off and put it back on and it worked fine.